Event description:
A report was received stating that an eyelet on the listed tracheostomy tube was observed torn during patient use. It is unclear how long the device was in use or how many times the device had been reprocessed prior to the event. An emergent tracheostomy tube change was reportedly required.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Visual inspection observed one of the eyelets torn. During evaluation, the flange was tensile tested to determine eyelet strength; the results of the tensile test confirmed the product met manufacturing specifications for material strength. No other product faults were observed with the returned device. As no lot information was provided, a review of the device history record could not be performed. Product testing and evaluation of the returned sample was not able to determine the root cause for the damage eyelet.